Event description:
Facility reports of an internal blood leak at the initiation of treatment. Blood was noted in the outflow dialysate hose while initiating treatment. Blood cultured, dialysate cultured and cbc sent to spectra per standing orders. Dr. Contacted. Patient was given 1 gm ancef at the end of treatment. Patient was afebrile and discharged home in stable condition.